Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the tap tip was found deformed. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device lot number provided. The tap was returned to the manufacturer for evaluation. Testing found that the tip had an uneven edge resulting in the unit being slightly fluted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.